Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: there was no visible damage to the keypad. The up arrow, down arrow, and ok buttons had an intermittent response. The contrast button responded properly. The allegation of sticking buttons could not be confirmed or duplicated on investigation. Contamination was found under all of the button contacts when the keypad was removed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was sticking and occasionally cancelling boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.